Manufacturer narrative:
It was reported that the set-up was pulling from the primary bag despite being lower than the secondary bag. One primary sample model 2420-0007, lot 24025812 and secondary sample model 72213n, lot 24023014 was returned for investigation. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The sets were primed with water and the primary set was lowered on a hanger. The set-up was pulling from the secondary set and not the primary set. The customer complaint was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review for model 72213n lot number 24023014 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 01feb2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that bd alaris secondary set had flow issues the following information was received by the initial reporter with the following verbatim: rcc received a complaint via email. Email(s) attached. IV set up via IV pump with primary tubing and secondary to administered ivpb. This set up would not pull from secondary tubing. Pump was low and bags were hanging at appropriate heights. Rn changed secondary tubing with no improvement. Rn then changed both primary and secondary tubing and fluid infused without any problems.